Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-03502 and 3005099803-2014-03314 for the other associated device information. It was reported to boston scientific corporation that two wallflex esophageal stents were used in the esophagus during a stent placement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the tip of the delivery system on the first stent (the subject of MFR report # 3005099803-2014-03314) detached and was left in the patient¿s esophagus. The first stent was removed. The physician used the delivery system of a second wallflex esophageal stent (the subject of MFR report # 3005099803-2014-03502) to retrieve the tip of the first stent into the patient¿s mouth and the patient then coughed up the tip. The second stent was implanted and the procedure was completed. Two weeks following stent placement (exact date unknown), the patient presented with pain and the physician noted that the second stent had migrated distally. The stent was removed and the patient was noted to be stable post procedure. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4): the device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.  Stent migration and pain are listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.